Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a legal representative of the patient reporting the stimulation the patient received was not to the correct area of their body.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a legal representative of the patient reporting that there was fast battery depletion. It was noted the battery was charging.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a legal representative of the patient regarding a patient implanted with an implantable neurostimulator (ins) for rsd. It was reported that the patient was advised the device would last seven to ten years, which was a primary factor in the patient's decision to having it implanted. However, only months after the implant the patient began to experience problems with their unit; including battery charging difficulties and premature battery depletion. Likewise, while charging the unit, the patient experienced severe burning at the implant site as well as extreme shocks. The burning sensations were so strong that the patient felt as if they were on fire from the inside and as if a burning match was placed against their skin. To relieve this severe burning sensation, the patient would immediately apply ice. The company representatives attempted to remedy these issues, but were unsuccessful. The heat generated by the device during charging resulted in painful burning at the implant site. The severe burning experienced by the patient could only be the result of a manufacturing defect that caused the device to exceed the maximum temperature as designed. There was a manufacturing defect that caused the ins to malfunction and fail. The ins was defective with respect to the manufacturer, as they deviated materially from the approved manufacturing specifications and did not meet the approved specifications. The ins was inherently dangerous and defective, unfit and unsafe for their intended and reasonably foreseeable uses. The patient experienced physical pain, mental anguish, physical impairment, and disfigurement in the past and future. Medical treatment was required. The patient's doctors advised them that the unit was malfunctioning and should be removed or replaced. The device is currently dormant and remains implanted in the patient's body. No further complications were reported or anticipated.